Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and the balloon was inflated to its rate of burst pressure using glycerol/water and digital timer when liquid was observed to be leaking from a balloon pinhole located approximately 30 mm distal of the proximal markerband. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft identified no issues.

Event description:
It was reported that balloon deflation occurred resulting in additional intervention. The target lesion was located in cephalic vein. An 8.0 x 60, 135cm mustang balloon catheter was advanced for dilation during the treatment of an arteriovenous fistula thrombosis for hemodialysis. However, during procedure the balloon failed to deflate. The maximum pressure has not been exceeded. The physician tried to use insufflator in conventional way to deflate the device and syringe thereafter but failed. The insufflator used was disconnected but the balloon remained full and with significant pressure. The balloon was punctured percutaneously and removed from the patient. The procedure was completed with this device. The patient was stable and there were no patient complications and injuries reported.

Event description:
It was reported that balloon deflation occurred resulting in additional intervention. The target lesion was located in cephalic vein. An 8.0 x 60, 135cm mustang balloon catheter was advanced for dilation during the treatment of an arteriovenous fistula thrombosis for hemodialysis. However, during procedure the balloon failed to deflate. The maximum pressure has not been exceeded. The physician tried to use insufflator in conventional way to deflate the device and syringe thereafter but failed. The insufflator used was disconnected but the balloon remained full and with significant pressure. The balloon was punctured percutaneously and removed from the patient. The procedure was completed with this device. The patient was stable and there were no patient complications and injuries reported.